Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt mentioned they were hesitant to get a spinal cord stimulator(scs) because they knew a girl who had one replaced and the scs did not work for them. Pt did not provide more details about reported event. Patient services specialist documenting reported event.